Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported approximately 9 years post the index procedure, a CT scan identified a migration and an unknown endoleak with a aaa at 62mm in diameter. It was reported that the patient received re-intervention with the addition of endoanchors, bare metal stents and additional non medtronic devices. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.